Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that, the device would not connect to the flexvision pc nor the x-ray pc. Upon functional analysis, the fse found that the system failed after re-boot. To resolve the issue, the fse replaced op hard disk, issue persisted. Fse re-installed the system, software could not be loaded, the system was not operational. The fse replaced x-ray pc, re-installed suite-pc. After repairs and replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips the azurion device would not connect to the flexvision pc nor the x-ray pc. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the x-ray pc. The device was returned to expected functionality.